Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One used decontaminated sample 10009163-004 8mm deht blu suctionaid sub-assy was received for investigation without its original packaging. Under visual inspection the samples appeared to be in good condition. The inflation test was repeated on the received sample. It was found that it is not even possible to inflate cuff as it leaks so badly. Due to fact that cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with instruction for use as10006183-003 rev. 100, point 7.8: "guard against contact of tube and/or tracheostomy cuff with sharp edges to avoid cuff damage". No trend of confirmed complaints in relation with this issue was identified. The cause of the reported problem was traced to user manipulation of the device during the medical procedure.

Manufacturer narrative:
Only the month ((B)(6)) and year (2021) of the event date are known. Customer contact phone number: (B)(6). Customer representative phone number: (B)(6). Device evaluation in progress.

Event description:
It was reported that the portex tubes bluselect tracheostomy tube was leaking air. This product problem was observed during use. The leak did not cause or contribute to any adverse patient health effects.